Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was displaying a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display image upon attempted use. In addition, it was reported that the battery compartment was cracked. Also, it was reported that there was evidence of moisture or corrosion on the inside of the battery compartment. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: leak test performed; failed due to battery compartment leak and pump case leak. Pump case cracked near the top right corner of the display lens at the case seal. Battery compartment crack on the side of the battery compartment at the threads and at the case seal traveling up along the bumper toward the threads. Pump powers up to blank screen. Pump opened; evidence of moisture found internally on the main pcb and display screen flex and on the battery canister, support bracket and transceiver pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.